Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post sense. It was noted that the patient has a history of twos. The rv lead remains in use and is being monitored. No patient complications have been reported as a result of this event.